Manufacturer narrative:
Follow-up # 2 ¿ (10/08/2014). The patient¿s test strips have been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/29/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2014). The patient¿s usb cable and ac adaptor have been returned on 8/19/2014 and evaluated by lifescan product analysis on 9/4/2014 with the following findings:the usb cable passed all testing with no faults found. The reported issue could not be confirmed. The ac adaptor was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch verio iq meter was giving inaccurate readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6), 2014 at 12:00 pm the patient obtained the blood glucose readings of 500 mg/dl and 165 mg/dl on the reported meter within 20 minutes. After these readings, the patient took the action of exercising. One hour later, the patient experienced the symptom of sleepiness; the patient did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptom was not indicative of severe injury and she denied seeking medical attention. However, as the test results fell outside expected values for precision testing this complaint is being reported.